Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found. Visual analysis noted that the guidewire test was performed and the guidewire passed the distal coil lumen without obstruction.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant procedure, the physician had difficulty passing the guidewire through the lumen of the lead. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.